Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, the depth gauge tip was broken. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. Device was used in a veterinary case, no human patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device used in a veterinary case-no patient information will be reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no part was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.